Manufacturer narrative:
Correction data was provided in d.4. Additional information was provided in h.3.,h.6 and h.11. The account indicated the use of a non-qualified cartridge. The company lens model is only qualified for use with the company ii (a) or ii (b) cartridges. A qualified handpiece was indicated. Two viscoelastics were indicated, only one is qualified with this lens. It is unknown which one was used in the cartridge. The root cause is most likely related to a failure to follow the IFU (instructions for use). The account used non-qualified cartridge. The company lens model is only qualified for use with the company ii (a) or ii (b) cartridges. Company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Information was provided that the lens was scratch on the top. Damage to the anterior surface may occur if there is a plunger override. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The product has not been received to evaluate. File will be reopened if new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description of scratches on the intraocular lens. Additional information was received, the surgical tech loaded the company lens 20.0 d into the cartridge with company pusher. The lens went in and there were scratches on top of lens, had to cut lens and take them out of the eye and change into new lens of same diopter and model.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).